Event description:
Intra-aortic balloon pump alarmed no pt status, system failure. R.n. Manually pumped iabp until unit changed out. Preliminary eval by clinical engineering indicates a possible intermittent problem with the solenoid driver board.